Event description:
Caller reported a tandem mobi cartridge alarm during the load process, and there was no exposure to external magnets prior to the alarm. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, but the bolus did not complete successfully as the alarm recurred. The customer opted to use mdi as a backup therapy to ensure insulin delivery. Cts sent a replacement pump and provided instructions for returning the problematic pump with a pre-paid ups label, which the caller understood and acknowledged.